Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic or motor assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.